Manufacturer narrative:
No device return anticipated due to this being a legal case.

Event description:
It was reported via a legal filing that female patient, initially implanted on (B)(6) 2019, alleged she sustained injuries resulting from an exactech device implanted at the time of her knee procedure and was revised on or about (B)(6) 2021 approximately 2 years 4 months post the initial procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.